Event description:
Patient had received a reflexion toe implant in another facility in another state in 2003. Specific implant details on facility or date are not available. Patient complained of pain. The device was explanted. During removal, it was noted that metallosis was present in the joint capsule and surrounding tissues. The device was not returned for evaluation, however, the surgeon sent photos of the explant. Localized burnishing is visible on the head component. The uhmpwe surface of the phalanx component shows significant damage and scarring is visible on the rim of the titanium stem as well. The pattern of implant damage is consistent with an improper surgical positioning of the implant as this damage only occurs on one side of each component. The surgical technique guide provides explicit detail on how to position the implant. Device was removed. The surgeon fused the joint. Patient is currently doing fine.

Manufacturer narrative:
Add'l model# 371-04xx and add'l catalog# 371-04xx.